Event description:
Received a report from a dialysis facility of a patient who became unresponsive 30 minutes priorto the end of hemodialysis treatment. Unable to palpate pulse, head down, cessation of respirations noted for approximately 30 seconds. Patient was being rinsed back at this time. Bp 140/68. Pateint became responsive stating "I just don't feel good." But was unable to describe how she felt. Physician was notified and ordered patient to be sent to the ER. Patient transported to ER via ems. No sample is available for evaluation.